Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reew0878 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported "patient had PICC placed, the guidewire sheared unbeknownst to the PICC rn it was found in the chest x-ray. Patient needed ir procedure to remove from left pulmonary artery. Patient is doing well now." No other information was provided.